Event description:
A report was received that the patient's precision system was explanted due to infection. The patient symptoms were pus at the pocket and midline incision. The patient was treated with antibiotics. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.